Event description:
User called to report pod alarm accompanied by elevated bg readings in the high 200's (mg/dl) with moderate ketones present for four hours. Pod was active less than 24 hours. Returned pod for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.